Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose was unknown. Customer stated that the insulin pump was exposed to x-ray type scanner. Customer's current blood glucose was 233 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.